Event description:
Caller states that during a proficiency test the coaguchek s produced the following results: 5.1 inr (1.7-4.5 inr) no adverse event reported. Requested return of suspect system and replacement was sent.